Event description:
The customer reported via phone call that they received a button error alarm. Customer also stated the numbers were ramping up while attempting to bolus. The customer's blood glucose was 239 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.